Event description:
It was reported that the device check showed ventricular tachycardia (vt) episodes that were due to cross talk on the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).